Event description:
It was reported that patient underwent surgery on (B)(6) 2020, wherein their implantable pulse generator was replaced resolving this issue. Patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-24132, related manufacturer reference number: 1627487-2020-24134, related manufacturer reference number: 1627487-2020-24135, related manufacturer reference number: 1627487-2020-24136. It was reported that patient is experiencing ineffective stimulation. Patient may undergo surgery to correct this issue. Patient is stable.